Manufacturer narrative:
The device was returned for analysis. The reported ¿difficulty removing the device from the anatomy¿ could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records and exception management system revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The prostyle device was removed with force. It should be noted that the electronic prostyle instructions for use (IFU) states: do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, based on the reported information, the use of force was circumstantial due to the difficulties experienced during removal. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Medical device problem code 2017 clarifier: excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was done with a prostyle device using the pre-close technique prior to an interventional transcatheter aortic valve implantation (tavi) procedure via a 6f sheath. Reportedly, a first prostyle device was pre-placed without issue. A second prostyle device was advanced and deployed without issue; however, there was difficulty removing the device from the anatomy. The lever was raised and lowered several times and ultimately force was applied to remove the device; despite the reported difficulty, the suture was successfully pre-placed. There was no vessel damage. The sheath was upsized to 14f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. Outside of the patient, it was confirmed that both the lever and the footplate were fully closed. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.